Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was observed to have a tear; it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path but exited prematurely due to the tear. No evidence was found that would result in skin irritation occurring at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's grandfather that the patient's blood glucose levels reached between 350 mg/dl and 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, a new pod was applied and a bolus was delivered.